Event description:
Pt scheduled for an egd with transoral incisionless fundoplication with esophyx z device. During procedure, md inspected esophyx z device prior to inserting into pt's mouth. Once in esophagus, metal spike/needle on end of device would not retract properly. When device removed from pt's esophagus and mouth, esophageal tears noted on egd scope from device. Md visualized and decided not to proceed further with procedure. Device taken from the field, and the esophyx device rep called by central sterile and md. Device cleaned with caution and taken to central sterile to be returned to company and notified of adverse event. Pt extubated without problem. Md ordered upper gi which revealed esophageal tear, but no esophageal leak. Pt discharged to home same day. No add'l procedures required to date.